Event description:
Discrepant results for total psa. Initial value 17 ng/ml, same sample repeated using two different methodologies recovered 2.96 ng/ml, and 8.3 ng/ml. If add'l info is received, appropriate notification will be provided.